Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and scratches on case. Insulin pump had a cracked and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell down and cracked the screen. Visibility is poor. Nothing further reported.